Event description:
The sales rep requested a substitution for the product involved. The event reported is the breakage of the tip of the product during a surgical procedure with gamma nail. The procedure was completed successfully without any delay or adverse consequences. The surgeon used another item available in the theatre.

Manufacturer narrative:
The device will not be returned for evaluation. If the device or additional information become available, it will be reported on a supplemental report.